Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance was noted on the lead. Lead fracture was found. Lead was explanted and replaced.